Event description:
Unit failed on a patient. No patient injury occurred. O2 gas module had smoke coming from it and it smelled chard. A high pressure alarm was displayed on the technical alarms. The unit was replaced by another ventilator. Ventilator settings are available. The unit is awaiting a new gas module.